Manufacturer narrative:
Follow-up #1: date of submission 09/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/23/2016 with the following findings: the keypad was intact and all of the buttons were fully responsive during the investigation. The keypad cover was removed and no contamination was found under the contacts. The original complaint could not be confirmed or duplicated. Unrelated to the original complaint, there was evidence of moisture observed behind the display lens. The leak test failed due to a crack in the pump case. The pump was opened and there was evidence of moisture observed internally. The battery compartment was also observed to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that all of the keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.